Event description:
Fifty-seven-year old pt with a cva had a catheter implanted on 8/21/96. When physician removed the catheter and looked at it carefully, he noted the tip was missing. Dr explored the area and what he felt might be tip. This physician had a 15 day reportable due to a felt tip that was left in a pt when he removed another catheter. It was discovered by radiation oncologist. Dr is questioning whether this is a product defect and if there have been other incidents.